Event description:
It was reported that the brake malfunctioned. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the wire was not fixed with the wireclip torquer and it moved during ablation. The procedure was completed with another of the same device. There was no complications reported.

Event description:
It was reported that the brake malfunctioned. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the wire was not fixed with the wireclip torquer and it moved during ablation. The procedure was completed with another of the same device. There was no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the driveshaft (turbine) was corroded. A microscopic examination of the device did not identify any damages or defects. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. When the rotapro system was connected to the rotapro console and while in dynaglide mode, the ablation button was pressed, the device stalled and did not run. Despite device stall during analysis, the brake defeat button was pushed and was able to engage and disengage properly with the wire without issue or resistance. The reported event of a brake issue was not confirmed.